Event description:
Initial result for a patient hcg was 2 mlu/ml. The result was questioned and when repeated, the result was 73,995 mlu/ml. The patient did not receive treatment based on the incorrect result. The field service rep was unable to determine a cause for the discrepant results.